Event description:
Healthcare professional reported deflation to an unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.